Event description:
The customer contact reported the device fell off an IV pole and came in contact with the patient's face. In 2006 at an unspecified time, the "pump fell off the IV pole." The customer contact reported that the pump struck the side of the patient'sface. A small skin tear on the eyelid was reported which required one stitch. The patient went home later that day. There were no adverse patient sequelae. Though requested, no additional information was provided.